Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose with blood glucose of 300 mg/dl. Patient's current blood glucose: 390 mg/dl. The customer experienced symptoms such as nausea, slurring of words, incoherent. The customer was treated with lantus using a syringe. The insulin pump will not be returned for analysis.